Manufacturer narrative:
Patient code e2402 was selected to capture the event of dampened electroencephalogram (eeg) signals.

Event description:
It was reported that patient experienced a stroke. An enroute transcarotid neuroprotection system was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. During the procedure, the electroencephalogram (eeg) signals dampened, but returned to baseline post procedure. Post procedure the patient experienced a stroke with left hemiparesis upon waking from anesthesia. Imaging was performed and the patient was transferred to a different hospital. The stroke event was assessed by a medical professional as intolerance to flow reversal due to underlying anatomy and cerebral physiology, resulting in a hypoperfusion event. No additional procedures were performed and the patient symptoms resolved.